Manufacturer narrative:
Device is used for treatment, not diagnosis. Device was discarded by the facility.

Event description:
A pt was implanted with a tibial nail on (B)(6) 2012. The pt complained of discomfort and was returned to the operating room on (B)(6) 2012 for removal. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for mfg revealed no complaint related issues.